Event description:
On (B)(6) 2014, it was reported that the patient's device and leads were removed due to infection. On (B)(6) 2014, the system was replaced.

Event description:
On (B)(6) 2014, it was reported that the patient's device and leads were removed due to infection. On (B)(6) 2014, the system was replaced.